Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the service center, error code e-155 was found in the ventilator's downloaded error log indicating "machine flow sensor drift above the specification". In addition, the technician confirmed the flow sensor was defective due to contamination. Software version 1.05.10.00. No repair was performed. The device not needed for inventory and will be scrapped.